Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the early stages of the implant procedure, while attempting to place this lead at the interventricular septum location, the patient's condition worsened and necessitated interruption of the procedure. The lead was extracted and discarded. The procedure aborted and the patient transferred to the ward. Later that evening, the physician called to report the patient had passed away. The cause of death was unconfirmed and there were no allegations against the lead as a cause or contributor in the patient's death.